Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: my teeth are not settling in place as expected; they feel looser than anticipated. According to the dentist, the teeth are a bit loose, and they recommend postponing progression until they tighten up more. The clinical team noted that the patient has some bone loss and gum recession due to exposed roots on teeth #8 and #9.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.